Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider (hcp) reported via the manufacturer's representative (rep) the consumer was seen between their first and second post-operative appointments for evaluation of a suspected infection at both the implantable neurostimulator (ins) and lead site. The symptoms the consumer was experiencing were redness, tenderness, and swelling. The consumer had labs drawn after their first post-operative appointment to confirm if there was an infection or not with the results being elevated, but not high enough to indicate a response immediately. A second set of labs were ordered to be drawn on (B)(6) 2016 and were to be read the following day to confirm if they were the same or had gone down. It was noted at the consumer's appointment on (B)(6) 2016 all three of their symptoms (redness, tenderness, and swelling) were not visible so the physician's assistant suspected they were getting better. It was noted the consumer was getting great coverage from the stimulator, and had the sensor activated on (B)(6). As of (B)(6) the rep. Stated they had been to the healthcare provider's office a few times to inquire about the results of the lab work, but the office said the consumer had been non-compliant, and hadn't gotten the labs drawn. The consumer had no follow-up appointment currently scheduled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was spinal cord stimulator (scs) generator site infection. Interventions included explanting and not replacing the entire system. Interventions included administering antibiotics for an infection. The event resulted in an unscheduled clinic or office visit. The patient reported tenderness and swelling at the battery site. The physician determined battery site was prominent and required surgical intervention. Surgical observation showed opening incision revealed purulent appearing material and an irrigation and debridement was performed with the removal of the whole system. Initial 12 week post-operative labs came back elevated. Tissue culture was positive for few staphylococcus coagulases negative. On (B)(6) 2016, the patient was called and informed that his labs came back and still remained somewhat elevated. Upon speaking to the patient and asking about pain at the incision sites, the patient stated that his thoracic incision site had healed well with no pain however his generator site in the buttock was tender to touch and swollen at top of incision site. The patient stated that the battery site location healed with no drainage, with no fever but chills every other day. The patient was instructed to come in to the clinic to be seen. At the appointment, the patient stated that he had been having trouble charging the battery and that the site seemed prominent. At that point it was decided to schedule the patient for a mod to the generator site as well as to make sure there was no underlying infection since his labs came back elevated. In surgery it was found that the patient had an infection at the battery site and the whole system was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting the outcome was resolved without sequelae on 2017-mar-13.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.